Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that fluid was coming out of the drain after the drain was placed in the gall bladder. An inner piece had separated from the hub. The drain was in place for less than a day and it was replaced with a competitor's device. There was no additional reported patient harm as a result of this product problem.